Manufacturer narrative:
On october 30, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the shell. The injection reservoir was not received and the tubing was torn. Leak testing was performed, according to mentor procedure, and it revealed a tear on the posterior view measuring approximately less than 0.1 cm. Microscopic examination of the edges of the tear and the tubing revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Additional information was received and images were provided in the complaint. Upon visual evaluation, it was observed a small tear and the tubing seems damage. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with a mentor smooth round spectrum 375cc saline breast prosthesis and experienced a deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.